Manufacturer narrative:
Corrected information was provided in d.10 discovisc was updated to duovisc. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge with a non-qualified viscoelastic. Associated handpiece was unspecified. The product was not returned. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company combination used. It is unknown if qualified handpiece is used. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 millimeter optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when removing the lens, the haptics break and lens could not be used (faulty lens). Additional information has been requested and received stating that there was no patient contact. Procedure completed on the same day. Patient was recovered.